Manufacturer narrative:
Mfg. Lot build record reviews a thorough review of the manufacturing lot build database for the two reported lot# was performed. The results recorded lot# 2686152 (mfg. 05/2013) showed (B)(4) units and lot# 2838284 (mfg. 03/2014) also showed (B)(4) units were all manufactured to specification, tested, inspected and released. There were no exception documents generated during the lot builds. Device return: a total of eleven (11) used d1000 tego connectors and one packaged d1000 tego connector, lot# 2686152 were received. Although requested the involved access and mating devices were not returned for analysis. Findings: engineering testing and analysis of the eleven (11) used d1000 tego connectors and one pkgd. D1000 tego replicated the reported leakage issue with six (6) of the used tego connectors. The root cause(s) of the leakages were due to various component damages attributable to incorrect usage/technique conditions. The remaining d1000 tego connectors that were returned and tested did not leak, met the applicable functional and performance specifications.

Event description:
International ((B)(6)) complaint received reporting multiple events, multiple issues (leakage/air alarms /component (seal) damages) with use of nikkiso dialysis tubing and d1000 tego connectors. The initial information received reports "..various tego-connectors experienced leaking when the tego was connected to the dialysis tubing (nikkiso) during hemodialysis treatment. In addition, the air alarm was activated and rupture at the seal and blood residue appear". There were no reported patient injuries and or changes in clinical status. The tego connectors were removed and replaced.